Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Lot number was not reported; however, a potential lot number was provided. The information for that number is as follows: d4: medical device lot #: 1106083. D4: medical device expiration date: unknown. H4: manufacture date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic 486 patient isolate had an unusual antibiotic susceptibility profile where the drug ceftazidime avibactam resulted as sensitive. The user also noted that the isolate (klebsiella pneumoniae) was identified as a carbapenemase class b producer, but the expected result was carbapenemase class a producer. No health impact or consequence reported.